Event description:
It was reported that the customer had experienced low blood glucose levels on her previous insulin pump. The customer stated that she had arrived home and pulled into the garage during the year 2007. However, the customer was out of it and just stayed seated in the car. The customer was treated with glucose gel and the paramedics were called. The customer was not hospitalized due to this event. The customer's blood glucose at the time of the event was unknown. The customer stated that she may have not calculated her carbohydrates for food correctly or did not exercise that day. The customer mentioned another instance in which she had severe high blood glucose and collapsed on her kitchen floor. The paramedics came and treated her with glucagon shots. The customer's blood glucose was 20 mg/dl. The customer stated that she was a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.